Event description:
Doctor reported screw fracture of abutment at tooth site 32. Placement date: (B)(6) 2015.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One low profile abutment gold-tite® retaining screw (lpcgsh) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was low bone density ¿ type iii. The device was intended for tooth # 32 (unknown notation system) ¿ placed for approximately 7 years. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the lpcgsh dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: screw fracture). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.